Manufacturer narrative:
Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and put in ventilation mode for approximately 135 hours. On review of the ventilator diagnostic logs no errors were observed. The ventilator was powered "off" and "on" 5 times in ventilation mode and 5 times in service mode, no errors were observed. No alarms were observed while on test. After visual and functional testing, there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the graphical user interface (ui) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while the 840 ventilator was turned on, the display screen was blank. Patient involvement is unknown at this time.